Event description:
A cartridge alarm was reported by the caller, which did not adversely affect the customer's blood glucose level. Technical support confirmed recurring cartridge alarms and decided to replace the pump. Customer reverted to an alternative method of insulin therapy.